Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reported they were unable to clear the alarm. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 43 due to critical pump error (open book image) alarm. Device received pump error 35 because the force sensor cable is incompletely plugged in.